Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Ten days following atrial fibrillation procedure, the patient was admitted to the hospital with an ae fistula and tamponade which required surgical intervention. The original af ablation procedure was performed on (B)(6) 2023 and was completed successfully with no complications, and there were no performance issues with any abbott device. It was noted that the patient had an esophageal diverticulum. Review of the initial study by the physician did not show high temperature or impedance issues during posterior wall ablation. On (B)(6) 2023, patient was admitted to hospital with fever, chills, and a headache. CT scan revealed an ae fistula and a tamponade which was due to the fistula. The fistula was shown to extend from the esophagus to the pericardium and did not extend into the left atrium. The tamponade was in the pericardium. Patient went on to have a pericardial window to treat the tamponade and a muscle patch to treat the fistula. Following surgical intervention, the patient is stable and extubated.